Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was alarming. It was determined that the right ventricular (rv) lead experienced high pacing impedance and oversensing noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.